Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A report was retrieved from (B)(6) online database regarding pump connection problem. It was mentioned that the following were the effects presumably of the patient: low blood pressure/hypotension. No further information was provided.